Event description:
It was reported that, "when opening the implant which was double sealed in plastic, the implant fell through the other end and onto the floor. The seal of both plastic packages must have been compromised as that end of the package was never touched. Seals on the outer cardboard package were intact prior to opening. We ended up using a different nail."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.